Event description:
The customer reported that there was an interlock failure error message. This error may cause the system to shutdown uncommanded. There is no report of pt injury or death.

Manufacturer narrative:
A ge service rep performed an onsite investigation. A power supply was replaced. The system was tested and found to be working as intended and put back into service.